Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post operative a laparoscopic resection of the rectum with termino-terminal anastomosis, the patient had abdominal pains, the anastomotic dehiscence/leak was then diagnosed thru drainage tubes, the patient was then resected for anastomotic dehiscence. The surgical time was extended by more than 30 minutes due to the device issue. The patient has not yet been discharged from the hospital due to device issue.